Manufacturer narrative:
Result the pc400 coil pet lock was broken, and no pull wire was exposed. The pusher assembly was kinked at approximately 3.5 cm, 4.0 cm, and 28.0 cm from the proximal end. The coil was detached from the distal detachment tip (ddt), and damaged along its length. The pusher assembly was accidently fractured by the investigator when placing in a biohazard specimen bag. The introducer sheath was stretched approximately 1.0 cm from the proximal end, and damaged at the distal tip. Conclusion: the complaint has been evaluated. The initial complaint indicated that the pc400 coil did not detach through either using the detachment handle or manually pulling on the pull wire. Evaluation of the returned pc400 coil revealed that the coil was detached from the ddt; contradicting the initial investigation by (B)(4) (distributor), which indicated that the coil and the ddt were intact. This detachment may have occurred during evaluation by the distributor investigators. Further evaluation revealed that the pc400 coil pusher assembly was kinked in multiple locations. The damage to the pc400 coil pusher assembly likely occurred from the attempts that were made to detach the coil. The vessels that were navigated by the coils (inferior mesenteric artery (ima) via superior mesenteric artery (sma)) are tortuous, even in normal anatomy. The tortuosity in these vessels could have prevented both the returned and unreturned coils from detaching. Extreme tortuosity along the majority length of the pusher can cause a build-up of friction between the pull wire and the inner pusher tube, overcoming the force that the handle is able to apply. Withdrawing the coil will alleviate some of the friction, and the tension in the pull wire may cause the coil to unintentionally detach. The pull wire of the returned pc400 coil was fractured from the proximal end of the pusher assembly. The fractured pull wire may have released the tension applied on the pull wire by the detachment handle, and kept the coil from detaching when it was withdrawn. The introducer sheath was stretched, which caused necking, and a smaller minimum inner diameter (ID). This type of damage typically occurs due to improper handling during use. If the device is manipulated against resistance with force at an angle, it is likely that this type of damage could occur. The second coil pusher assembly mentioned in the complaint was not returned for evaluation. Evaluation of the returned detachment handle found that it actuated correctly and passed testing for both throw distance and pull force, confirming that the handle was functional. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00418 and 00419.

Event description:
The patient was undergoing a coil embolization procedure for a type two endoleak in the inferior mesenteric artery using penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, a pc400 coil was deployed, but the physician was unable to detach it. After multiple attempts using the detachment handle, the physician attempted to detach the pc400 coil using forceps and bending the pusher wire. The pc400 coil would not detach and was successfully removed from the patient. The procedure continued using a new pc400 coil. The physician was unable to detach the pc400 coil after multiple attempts using the detachment handle, so the physician attempted to detach the pc400 coil using forceps and bending the pusher wire. The pc400 coil would not detach and upon removal from the patient, the pc400 coil unintentionally detached inside the microcatheter. The pc400 coil was successfully pushed into the aneurysm using a guide wire. The procedure continued successfully using twenty-seven of another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pc400 coil pet lock was broken, and no pull wire was exposed. The pusher assembly was kinked at approximately 3.5 cm, 4.0 cm, and 28.0 cm from the proximal end. The coil was detached from the distal detachment tip (ddt), and damaged along its length. The pusher assembly was accidently fractured by the investigator when placing in a biohazard specimen bag. The introducer sheath was stretched approximately 1.0 cm from the proximal end, and damaged at the distal tip. There was no visible damage to the handle. Conclusion: the complaint has been evaluated. The initial complaint indicated that the pc400 coil did not detach through either using the detachment handle or manually pulling on the pull wire. Evaluation of the returned devices revealed that the coil was detached from the ddt; contradicting the initial complaint, which indicated that the coil could not be detached. In addition, the evaluation by the penumbra investigator contradicts the initial investigation by (B)(4) (distributor), which indicated that the coil and the ddt were intact. This detachment may have occurred during evaluation by the distributor investigators. Further evaluation revealed that the detachment handle was functional and the pc400 coil pusher assembly was kinked in multiple locations. The damage to the pc400 coil pusher assembly likely occurred from the attempts that were made to detach the coil. The pull wire was fractured from the proximal end of the pusher assembly and was not returned; however, the pull wire was still visible in the ddt capture feature on the distal end of the pusher assembly. The root cause of these failures could not be determined. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00418 and 00419.